Event description:
The customer reported the alarm has power however, it does not sound when the magnet pull cord is detached from the alarm. The batteries have been replaced with a new supply and no visible damage to the outside was reported. Customer reported this was discovered during use but could not specify the date when found. No pt incident or injury was reported.

Manufacturer narrative:
Results - eval of the returned product confirmed the reported issue; the alarm powers on but does not sound when the magnet is removed from the magnet plate. There is no physical damage to the alarm unit. (B)(4).